Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. It is obvious that the tip of the screwdriver was broken off due to mechanical overloading in anti-clockwise direction during forcible screw removal. Also the plate is badly damaged as a result of drilling with the carbide drill bits to remove the screws. The screw removal was successful as all screws could be removed from the plate and the carbide drill bits looked fine after hard use. We could not detect any discrepancies and such hard procedure to remove screws can occur if the screw heads are blocked in the locking hole. As the plate is completely damaged, we cannot identify whether there was cold welding or not. No product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We can assume that the complaint condition is due to mechanical overloading applied to the device which caused the breakage and is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the tip of the 3.5 mm hexagonal screwdriver is broken off. During proximal lateral tibia extraction due to faulty union and infection, the screw was extracted. The screwdriver did not contact with the screw head tightly, and as a result the driver broke. The doctor tried to use the carbide drill and drill holes, but that was not efficient. Subsequently, it was drilled steadily with the diamond bar, and was extracted. It was the first case to use the carbide drill. All the fragments were removed. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The synthes affiliate submitted patient age; however, upon further review the information given was already located within the complaint source document (patient age: (B)(6)). Placeholder.